Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event date has been corrected to a date which is one day later than previously reported. The narrative has been updated to: the patient presents with lower abdominal pain and foul-smelling discharge, with suspected vaginitis, and is initiated on oral antibiotic therapy with amoxicillin/clavulanic acid and meztronidazol once vaginally. See update to annex b. B-13 added.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height - 170 cm., body mass index (bmi) - 32.5 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted benign hysterectomy with salpingo-oophorectomy procedure. There were no findings during the initial surgery, the procedure was completed as planned, and the patient was discharged two days later. Thirteen days later, the patient reported lower abdominal pain and foul-smelling discharge, with suspected infectious vaginitis. Oral antibiotic therapy (amoxicillin/clavulanic acid) was prescribed. Five days later, the patient returned to the hospital due to an infection and to exclude any dehiscence at the sutures. Oral antibiotics of ampicillin sulbactam were prescribed. After another five days, the patient returned to the hospital as a planned follow-up visit. There were no findings, and the event was reported as resolved. There was no need for re-operation or re-hospitalization. In addition, there was no report of a da vinci device malfunction during the procedure. The study investigator reported the event as mild severity, not a serious adverse event (sae), a clavien-dindo grade ii, possibly related to the study procedure, but not related to the patient underlying disease status, not related to the da vinci investigational device, not related to a third-party device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event was reported as resolved 10 days after the infection was first reported.